Manufacturer narrative:
The device was evaluated by the returns department which found that the battery is not holding a charge.

Event description:
Dealer states the unit shuts off with no alarm.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the unit shuts off with no alarm.